Event description:
Healthcare professional reported intracapsular rupture on left side. During surgery the device was found rupture on the upper pole with silicone leaking. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Migration: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional observations: yellow particles on the surface of the shell.

Event description:
Healthcare professional reported intracapsular rupture on left side. During surgery the device was found rupture on the upper pole with silicone leaking. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported intracapsular rupture on left side. During surgery the device was found rupture on the upper pole with silicone leaking.